Event description:
A customer reported that a pt's sample with anti-fya did not react with the fya positive cells of 0.8% resolve panel c lot 8rc178. No death or serious injury was associated with this incident.